Event description:
During a device implantation procedure, the device did not pace. A different device was used instead. The patient was stable.

Manufacturer narrative:
Upon analysis, thermal and mechanical stressing of the device did not reveal any anomalies, and battery voltage was in the range of normal operation. Electrical testing of the device did not reveal any anomalies. Analysis of the right atrial and right ventricular device connectors did not reveal any anomalies.